Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A history review revealed no issues that could have caused or contributed to the reported issue. The device was found to be out of specification during testing. The reported condition 'pump doesn't signal to load tubing' was verified. Multiple and frequent "load set" messages observed in relation to a potential load set issue. No issue observed in relation to false detection of closed door state during testing of device during set loading procedure. The cause was determined to be out of specification latch switches. Th upper and lower latch switches were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not signal to load set during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.